Manufacturer narrative:
Additional information provided. The system was manufactured on august 26, 2014. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The viscous fluid control (vfc) pak sample was not returned for evaluation. Therefore, no visual inspection or functional testing could be conducted. The device history record (DHR) shows the product was released per product specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the air pressure is adjusted to 35 when the hospital uses tubing, but the tubing was adjusted to 40. There is still no air discharge. After replacing tubing, it can be used normally. Additional information was provided indicating there was no air discharge during fluid air exchange.